Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the customer requested just a replacement battery with no engineer evaluation. There was no reported patient involvement/adverse patient impact.